Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a moderately calcified, moderately tortuous de novo lesion in the left anterior descending artery (lad). The lesion was pre-dilated with a 2.0x8mm balloon. A 2.25x18mm xience alpine stent was implanted and post dilated with a 2.25x18mm non complaint balloon. However, after post dilation a dissection was noted at the proximal edge of the stent. A 2.25x12mm xience alpine stent was used to treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.